Manufacturer narrative:
(B)(4). Batch #t5au04. Investigation summary: the analysis found that one ec60a device was returned with no apparent damage and with one gst60w cartridge reload not loaded on the device. The reload was received unfired. The device was tested for functionality in the articulated position with the returned cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple form release criteria. However, the cut was noted to be jagged due to a damaged knife. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meet the required specifications prior to shipment. Additional information was requested and the following was obtained: can you please provide more event details? No. How much blood did the patient lose? Just oozing , not bleeding. Were any blood products or transfusion required? No. If so, please explain. Was a laparotomy required to control the bleeding? No. What is the current patient status? Stable. Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? No. If yes, please explain.

Event description:
It was reported that during the thoracoscopic lobectomy surgery, when severing the vessel on the 2nd firing, after fired, noted oozing. Stopped oozing with compression hemostasis. There were no adverse consequences to the patient. No additional information could be provided.